Event description:
It was reported that the vns patient passed away due to sudep on (B)(6) 2014. The patient drowned in the bathtub and was receiving vns therapy at the time of death. An autopsy was not performed and the device was not explanted after death. The patient experienced seizure reduction with vns therapy.